Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery charging speed is slow. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device is having an electricity issue. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective therapy capacitor and therapy pca. The therapy capacitor and therapy pca were replaced to resolve the issue and the device is fully operational. The device remains at the customer's site. No further action is warranted at this time. H3 other text: remote support provided.